Manufacturer narrative:
Event date: the patient was admitted to the hospital on an unreported date in (B)(6) 2016 for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized and diagnosed with the peritonitis and two other indications all on the same date. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose and frequency was not reported). At the time of this report, the treatment with the vancomycin was ongoing; the patient would complete the last dose the following day; the patient was recovering from the peritonitis event and dianeal/extraneal therapies were ongoing. No additional information is available.